Event description:
Device 4 of 5: reference MFR report number: 1627487-2019-02679. Reference MFR report number: 3006705815-2019-00711. Reference MFR report number: 3006705815-2019-00712. Reference MFR report number: 1627487-2019-02681.

Event description:
Device 4 of 5. Reference MFR report number: 1627487-2019-02679; reference MFR report number: 3006705815-2019-00711; reference MFR report number: 3006705815-2019-00712; reference MFR report number: 1627487-2019-02681. Additional information received via follow up indicated that the scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 5: reference MFR report number: 1627487-2019-02679. Reference MFR report number: 3006705815-2019-00711. Reference MFR report number: 3006705815-2019-00712 . Reference MFR report number: 1627487-2019-02681. It was reported that during the patient's follow up appointment, the physician discovered that the patient had an infection. The patient was given antibiotics as treatment. No further information known at this time.